Event description:
It was reported that a venous closure of the common femoral vein was attempted with a prostyle device after a multi-access atrial fibrillation ablation interventional procedure using an 8f sheath. Reportedly, during deployment of the device, the needles were bent on two prostyle devices. It should be noted that no resistance was noted when depressing the plunger. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to bent needles, include, but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under separate medwatch report number.